Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: unk. According to the reporter: the device would not inflate during the case. There was no report of additional bleeding, or tissue damage. There was no report of operative time extended over 30 minutes. No pt injury was reported. No additional information available.